Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2002 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to history of stress urinary incontinence. Following insertion the patient experienced pain, infection and urinary problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
Patient codes: (B)(4) ¿ urinary urgency, (B)(4) ¿ frequency, (B)(4) ¿ inflammation, (B)(4) ¿ burning additional narrative: it was reported that following insertion the patient experienced monilial vaginitis, urinary urgency, frequency and burning on urination.